Manufacturer narrative:
On 5/6/2020, mentor became aware that the left side implant was not deflated. The patient was experiencing breast pain and they thought it was a deflation though when she got her implants removed, the health care professional confirmed there was no deflation. The surgeon informed her that the scar tissue was causing pain. Hence, patient code under field h6 has been updated to "pain". On 5/13/2020, mentor became aware that incorrect brand name was inadvertently reported under initial submission. It has been updated under field d1 to "mentor smooth round high profile" on this form. This supplemental report is for the patient's left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/13/2020, mentor became aware that incorrect size was also inadvertently reported under initial submission under section b5 event description. The size is 380cc mentor smooth round high profile on both sides. This supplemental report is for the patient's left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness and deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with 500cc mentor memorygel breast implants. The patient experienced postoperative symptoms, which include: muscle pain, joint pain, left-sided breast pain, and right-sided capsular contracture. A physician confirmed that their left-sided device was deflated. No other medical confirmation has been provided for the patient's other symptoms. As a result, the patient has a bilateral explantation scheduled for (B)(6) 2019. This report is for the patient's left-sided device.